Manufacturer narrative:
Update the reporting institution name and address.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro regarding a problem in detecting the capno line. Additional information obtained within the good faith effort response indicated the problem was noticed when the user wanted to test the device. So, at that moment, it was not being used on a patient.